Event description:
Received information stating surgeon attempted to reposition screw and the wings of a chimaera lag screw broke inside of the patient. All device fragments have been retrieved. Surgery completed with another screw adding a 30-40 minutes delay.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow-up report will be submitted. General precautions from the relevant instructions for use: it is surgeon's responsibility to select optimal type, size and position of nail and screws according to the fracture pattern and patient characteristics. Improper positioning of nail and screws may result in loosening, bending, cracking, or fracture of the device or bone or both.